Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the x-ray tube needed to be replaced. The customer declined repair of the system and the system was sent to another site. No conclusion can be drawn as repair info is unavailable.